Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) the device passed screening only in the primary sensing vector, with other vectors failing due to small r waves, during the implant procedure auto setup failed in all vectors due to r waves being small. Technical services (ts) was consulted, discussed that due to the amplitude being that small there is no margin for any noise or t waves, also ts noted that sounds like the patient had a leadless pacemaker implanted but does not pace. According to the field representative the patient passed in primary, however, the xyphoid incision was a bit lower than what was screened. Ts discussed that if the primary sensing node is lower than it should be it would exacerbate the small r wave. Ts recommended considering moving the lead up. The day after the smart pass could not be turned on despite rerunning auto setup, the patient was noted to have a history of low r waves. It was reported that this is the only option for this patient due to history of other devices and extraction. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that the physician decided to program therapy off as the patient received inappropriate shocks due to low r wave amplitude which led to t wave oversensing, the physician is considering rescreening. This s-ICD remains in service. No adverse patient effects were reported.